Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead exhibited an increase in threshold which was resolved by reprogramming to the unipolar configuration.